Event description:
Customer reported to have experienced blood glucose versus sensor glucose. Blood and sensor glucose information was not provided. Customer was advised to monitor the issue. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.